Manufacturer narrative:
The device listed in this medwatch report is under recall (FDA# z-1562-2010 thru z-1573-2010) that was initiated on march 25, 2010. Conmed did notify cardinal health of this field action. Cardinal health then notified their end users which included (B) (6) hospital. The notification was received by the end user on april 6, 2010.

Event description:
A recalled cautery pencil was used from an over labeled pack during a surgery and burned the patient. This pencil catalog number and lot code was affected by the recall. A recall notification was sent to western baptist by cardinal health. No further info has been provided.